Manufacturer narrative:
The technician was unsure of why the brake casters failed but it was most likely contributed to normal wear and tear. The technician replaced the head brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that he found the head brake casters set, but are not holding, during a between patient inspection. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).